Manufacturer narrative:
Initial.

Event description:
It was reported that during multiple supply changes, when the user slid the rewind control, the device screen went black, powered off, and then immediately powered back on, after which the user could continue rewinding; the user subsequently needed to unlock the screen, and all other functions appeared normal, consistent with an unexpected shutdown associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device unexpected shutdown and identified an insulation-related issue involving the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.